Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (6). Physio-control evaluated the device and verified the reported failure. It was also observed that the device locked up when attempting to complete the pre-repair download. Physio-control recommended replacing the system/memory pcb assembly; however, the customer declined service at this time. The root cause of the reported failure cannot be determined.